Event description:
It was reported that the patient experienced coughing congestions. It was suspected that the coughing caused the right atrial lead to become dislodged. The lead was repositioned successfully. The patient was in stable condition.